Manufacturer narrative:
The device and the lens were returned in the opened blister tray inside the opened carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was fully advanced. The plunger tip was extended beyond the device. The posterior of the plunger tip was bent backward suggestive of a delivery difficulty, lens mispositioning and potential plunger underride or override prior to lens exit of the device. The anterior of the tip was bent. The nozzle tip has stress lines and was cracked along the right side. Half of the lens (half of the optic and adjoining haptic) was returned adhered in solution to the interior floor of the blister tray. The nozzle was removed and cleaned for further evaluation. Damage to the inner coating was observed after removal of the dried viscoelastic. The inner coating was disrupted / torn along the floor of the device prior to the fill line and at the tip. Top coat dye stain testing was conducted with acceptable results for the application of coating during the manufacturing process. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. The used device and half of the lens were returned separately. The posterior of the plunger tip was bent fully backward suggestive of lens and/or plunger positioned incorrectly and forcefully advanced. Examination of the cleaned nozzle indicated disrupted, torn inner coating along the floor of the nozzle prior to the fill line. This observation combined with the full evaluation suggests that a plunger underride occurred prior to the fill line. Plunger underride or plunger override may occur: due to rapid advancement faster than the IFU recommend rate. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride or override the lens. If the device is overfilled with ophthalmic viscosurgical devices (ovd), this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The file indicated removal of defective implant and insertion of another implant. A back up lens was used to complete the surgery (24.0 diopter). There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the cataract surgery with intraocular lens (iol) implant procedure, the implant was ejected too quickly from the injector. It was confirmed that, the device touched patient's eye. The procedure was completed with replacing the iol with another iol. There was no capsule tear or no patient harm reported.